Manufacturer narrative:
A ge representative evaluated the system and replaced the battery packs. System operates as intended.

Event description:
The customer reported the system displayed a pre-charge voltage error and a filament error would not boot up. The pre-charge voltage error would prevent the system from producing x-rays. No patient injury was reported.